Event description:
A patient-specific implant was removed. Patient had some type of mild injury that either eroded the skin or tore the skin such that the implant became exposed. Due to the open wound there was a subsequent infection resulting in explantation of the psi along with 3 low profile neuro straight plates and 6 screws. In addition, the initial implant of the psi was delayed due to the patient having chronic infection.